Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not boot up successfully. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not boot up successfully. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the pc unit controlling the large monitor (flex vision) in the examination room was malfunctioning. The defective power supply was returned to failure analysis and was not able to confirm the issue. Fse replaced the pc unit, formatted the hard disk, and installed the os and application software. After the replacement of pc unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.